Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. Two photographs of a nitinol guidewire were returned for evaluation. An initial visual observation of the photographs showed the core wire of the guidewire was broken and the coiled wire was unraveled from its proximal end to about an inch proximal to its distal end. The distal tip of the guidewire appeared to be present and intact. Blood residue was observed throughout the sample in the returned photographs. The event description indicates that resistance was met in the attempt to insert the guidewire, which was then withdrawn back through the introducer needle. Normal movement of the guidewire is away from the sharpened bevel of the introducer needle and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported "dysfunction of a guidewire at a PICC line placement this morning. After puncturing a superficial upper arm vein, I tried to advance the guide wire of the PICC line, after which I quickly noticed that there was just too much resistance on the wire. Then I immediately decided to stop ramping up and pull the wire back to try again if necessary, or to see if I might hit a valve. The needle was normally angulated centrally in the vessel. However, this did not work out happily, whereby pulling back the thread through the needle was very difficult. Only after some time and after almost having to pry (with policy) the thread can get out of the needle, the spiral of which was then completely "unwound". There was no kink in the line." It was stated "the thread of a PICC line set got caught in the inoculation needle, which was then completely "unwound" when removed."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees2179 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "dysfunction of a guidewire at a PICC line placement this morning. After puncturing a superficial upper arm vein, I tried to advance the guide wire of the PICC line, after which I quickly noticed that there was just too much resistance on the wire. Then I immediately decided to stop ramping up and pull the wire back to try again if necessary, or to see if I might hit a valve. The needle was normally angulated centrally in the vessel. However, this did not work out happily, whereby pulling back the thread through the needle was very difficult. Only after some time and after almost having to pry (with policy) the thread can get out of the needle, the spiral of which was then completely "unwound". There was no kink in the line." It was stated "the thread of a PICC line set got caught in the inoculation needle, which was then completely "unwound" when removed."